Event description:
Electric discharge was transmitted to the operator during unknown procedure. It was indicated that there were no injuries, just a shock feeling. No delay was reported.

Manufacturer narrative:
Unit passed all functional, safety, power cycle and burn-in tests. No electric discharge during probe test. Could not duplicate complaint. K-7629 6/09/2006